Event description:
Boston scientific crm received information that the patient with this pacing system received inappropriate shocks due to sensing of noise which was declared as ventricular fibrillation. Upon interrogation, this right ventricular lead revealed a sudden increase of lead impedance up to values greater than 3000 ohms, loss of capture, noise, and sensing values of about 2mv. In addition, the right ventricular defibrillation lead also revealed loss of capture, noise, and high impedances. A revision procedure was performed and the leads were attempted to be explanted. However, the lead electrodes were incorporated into tissue and couldn't be explanted. Stylets could not be fully inserted into the leads as there was too much resistance. A new lead could not be implanted due to the abnormal anatomical structures of the patient. Both of the right ventricular leads were abandoned and it was elected to explant the device as it was near end of life. No adverse patient effects were reported.

Manufacturer narrative:
As the leads remain implanted, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.